Event description:
The customer stated that one patient sample generated a higher than expected result of 0.119 ng/ml for the architect stat troponin-I assay which repeated at 0.018 ng/ml, 0.008 ng/ml and at 0.011 ng/ml. The suspect result was not reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation - methods, results: a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation) an investigation was conduct in response to the complaint. A file kit testing and accuracy testing were performed, complaint tracking and trending review was performed and architect stat troponin-I package insert was also reviewed. A same lot of the reagent stored in abbott facility was evaluated for performance with results indicated that the assay can accurately detect known concentrations of troponin-I. A review of customer complaints with similar issue received to-date did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. A review of the assay package insert indicated that it was advised that architect stat troponin-I results should be used in conjunction with other information for myocardial infarction diagnostic purposes. The package insert also mentioned that specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies and may show discrepant values when tested with assay kits that employ monoclonal antibodies. Further more, it was mentioned in the package insert that heterophilic antibodies in human serum can react with the reagent immunoglobulins interfering with in-vitro immunoassay. The customer was also referred to the "specimen collection and preparation for analysis" in the package insert. Based on the investigation results, it was determined that the product is performing as intended and meeting safety, effectiveness and label claims. This is a final report.